Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. The serial number of the external neurostimulator (ens), lead lot number, and patient's weight at the time of the event are unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were scratching their back above their buttocks and accidentally pulled the lead partially out. No patient symptoms were reported and no further complications have been reported as a result of this event.